Manufacturer narrative:
Patient information was not made available from the site. Return requested. Replacement spine clamp shipped to site on (B)(4) 2016.

Event description:
A medtronic representative reported that, while in a spine procedure, the site stated that when setting-up for the procedure, it was noticed that the long open spine clamp's screw threads appear to be stripping and the clamp will not tighten all the way. A second tray was opened and the surgeon continued the procedure using another clamp. The surgeon completed the procedure with the use of the navigation system. There was no delay of therapy. There was no impact on patient outcome.